Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Event description:
It was reported via legal documentation that approximately 116 months after a left total knee replacement procedure, the patient had a planned revision procedure for prosthesis wear. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 2270124 201-78-15 - holding pin mini sharp point 4 pk. 2791374 02-010-01-0235 - logic femoral ps cem left sz 3.5. 2980949 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. 3620943 201-78-81 - 3"" trocar, mod. Hex 2pk. 3655611 200-02-32 - three peg patella 32mm. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.